Event description:
It was reported the pt is no longer receiving stimulation and is unable to communicate with or charge her ipg. An sjm rep met with the pt and identified she only charged her ipg sporadically for ten minutes at a time and had difficulty maintaining communication. The pt has gained some weight since implant. Surgical intervention is pending to replace her ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.